Manufacturer narrative:
Block d.2b; additional applicable product code: lgw, qrb additional suspect medical device components involved in the event: model number/catalog number: sc-2317-70 serial number: (B)(6). Batch/lot number: 7080791 model/catalog description: infinion cx lead kit, 70cm unique identifier (UDI) #: (B)(4). Model number/catalog number: sc-4318 batch/lot number: 34122413 model/catalog description: clik x anchor sterile kit unique identifier (UDI) #: (B)(4). Model number/catalog number: sc-1232 serial number: (B)(6). Batch/lot number: 760449 model/catalog description: wavewriter alpha 32 ipg kit unique identifier (UDI) #: (B)(4). Sc-2317-70 (sn (B)(6). Investigation results, media review, device analysis: the device was not returned for analysis; therefore, a technical analysis could not be performed. Device history record: it was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Investigation conclusion: based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that the patients lead had high impedances. All components were explanted and will not be returned per hospital policy. The patient was doing well postoperatively.